Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited high, out-of-range pace impedance measurements greater than 2,000 ohms. This ra lead was surgically abandoned, and a new lead was successfully implanted. No additional adverse patient effects were reported.